Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, several episodes of high ventricular rate and oversensing due to noise were noted. The episodes resulted in pacing inhibition. The device was reprogrammed to resolve the reported issue. The patient was asymptomatic and did not suffer any consequences as a result of the reported event.